Event description:
The customer reported experiencing numerous issues with their insulin pump, specifically noting frequent occlusion alarms or alerts indicating that a cartridge could not be used after switching to the mobi pump about six months ago. These issues have resulted in significant waste of supplies and have complicated the customer's diabetes management, causing stress and frustration. There was no reported impact to the customer¿s blood glucose level. The customer attempted to resolve the problem by changing sites and ensuring there were no bubbles or air in the line, but they continued to face challenges. No additional outcome information was provided.